Event description:
The account reported the foot right brake caster will set but will not hold. The bed was located in the maintenance shop at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found the right foot brake caster had a damaged stem which also damaged the caster support. An investigation was performed and this issue was addressed under an engineering change. The tech replaced the right foot brake caster and support to resolve the issue. Based on this info, no further action is required.